Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a lead warning was triggered for the right ventricular (rv) lead due to high impedance of greater than 4000 ohms. In addition, high sensing integrity counter (sic) were noted. The rv lead remains in use. No patient complications have been reported as a result of this event.